Event description:
Per the clinic, the patient experienced a performance decrement and loss of connection to the internal device following an accident resulting in trauma on (B)(6) 2014 (specific details not reported). The issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed january 22, 2016.

Manufacturer narrative:
Per the patients surgeon, the device was explanted (date not reported). It is unknown if re-implantation is planned as of the date of this report, december 2nd, 2015.